Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while in palm springs. The customer's blood glucose (bg) level was 497 mg/dl. As the customer did not have a back up therapy method, no food was consumed in order to address the bg level. Once the alarm was cleared, the pump resumed normal operation. Reportedly, the customer was using a u500 insulin in the cartridge.